Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line). This occurred while the patient was connected for peritoneal dialysis therapy. The care giver stated that the clamp was open on the final line and the pull ring had been removed by the patient. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The cause was determined to be that the patient had left the clamp on the final line open. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. Should additional relevant information become available, a supplemental report will be submitted.